Event description:
It was reported the impactor pad fractured during the procedure. None of the pieces fell into the patient. The surgery was completed with a secondary femoral impactor that worked just fine.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for the review of device history records, lot identification was not provided. The reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.